Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that a high, out of range (>3000 ohms) pacing impedance measurement was noted from a competitor's right atrial (ra) lead which resulted in a lead safety switch (lss) to unipolar mode. It was stated that the patient also had experienced a signal artifact monitoring (sam) event due to the lss which automatically disabled the minute ventilation (mv) sensor signal. The physician elected to reprogram the device to resolve the event. The system remains implanted and in service with no adverse consequences.

Event description:
It was reported that a high, out of range (>3000 ohms) pacing impedance measurement was noted from a competitor's right atrial (ra) lead which resulted in a lead safety switch (lss) to unipolar mode. It was stated that the patient also had experienced a signal artifact monitoring (sam) event due to the lss which automatically disabled the minute ventilation (mv) sensor signal. Additional information has been requested regarding the event resolution, but not yet received. At this time, the system remains implanted and in service with no adverse consequences.